Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. No device history review (DHR) was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved an unspecified spiros that was found to be leaking at the end of the infusion an unspecified biohazard or chemotherapeutic agent. The device was reported to be in use for a few minutes. No additional information was provided.